Event description:
It is reported that the doctor placed a dental implant. Patient returned next day stating there was an issue with the implant. Doctor reported implant needed to be torqued down. Attempted to use both short and long drivers but they would not torque the implant. It was like they were spinning but not sure if there is stripping issue or issue with drivers spinning. Doctor noted implant was fractured as well and unknown when the fracture occurred. No further information was provided.

Manufacturer narrative:
Zimvie complaint (B)(4). Patient identifier is not provided / unknown. Patient age is not provided / unknown. Patient weight is not provided / unknown. Concomitant medical products: rhl2.5, retaining 2.5mm hex driver long, unknown lot number. Concomitant medical products: rh2.5, retaining 2.5mm hex driver short, unknown lot number. Additional 510(k) number is k101880.

Manufacturer narrative:
This report is being submitted to report additional information. Device malfunction did occur for the mount and implant, and the reported events were confirmed. However, there is no existing nonconformance / CAPA / hhe/d / ie / product hold against the reported devices that did or could cause or contribute to the reported events. Monthly post market trending review identified no adverse trends or actionable trends for the reported events or devices. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming products. Therefore, based on the available information, the products were within specifications and conforming when they left zimvie. DHR review and complaint history review by lot number could not be performed, as the lot number associated with the reported product is not available. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted dating back to 12 months prior to the notification date. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported devices related to the reported events. A definitive root cause could not be determined. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimvie will continue to monitor for trends.

Event description:
Follow up with customer confirmed that also the mount, that is bundled with the implant, fractured at some point at or after placement.